Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the integrated erbe vio dv 2.0 generator unit for failure analysis (fa) evaluation. Fa could not confirm or reproduce the reported failure. The generator unit energized and cauterized, and all ports recognized the instruments.

Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. A field service engineer (fse) went on-site to investigate the reported event. The fse reviewed the error logs and noted no significant erbe electrical surgical unit (esu) related events and was unable to duplicate the reported issue. The fse replaced the erbe esu. Advanced vessel sealer logs: the instrument was installed one time and passed homing. The logs show 82 cut complete events and 131 seal events were recorded with no errors. The instrument was used for about 22 minutes. Msc logs show 2 errors, ¿erbe energy activation halted by an instrument or instrument cable connected to the upper bipolar port on the erbe while sealing with a vessel sealer instrument.¿ errors which could likely be related to the customer complaint. Logs are attached.

Event description:
It was reported that after a da vinci-assisted sigmoid colectomy surgical procedure, the robotics coordinator reported the vessel sealer extend (vse) was not sealing all the way. Robotics coordinator also reported having this energy issue to have occurred on two other separate events, for which one of the events the surgeon had to bring the patient back for a secondary procedure to fix a leak that was from the vse. The procedure was completed as planned.